Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding 3 unknown patients. The reporter went to the doctor to see about getting a pump and the doctor noted he does not implant them anymore because he had 3 patients that had problems with them and ended up in the hospital because they stopped working and they experienced withdrawal. Patient names, device and drug information was unknown. No further complications were reported.